Event description:
The customer reported the pt received less medication than intended. On (B)(6) 2013, at 1600, the device was programmed to deliver fluorouracil 2900mg, at a rate of 1ml/hr, with a vtbi (volume to be infused) of 168ml, for a duration of 168 hours, and the delivery was started. On (B)(6) 2013, at 1600, the pt returned to the user facility to replace the medication container and device as planned. At that time, the customer contact reported the display on the device indicated that 166ml had been delivered; however, it was reported that 45.8% of the volume in the container had not been delivered. The physician was notified. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional programming information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2013, between 0400 and 0402, device was powered programmed for ml/hr only delivery, at a rate of 1ml/hr, a vtbi (volume to be infused) of 168ml, keypad was locked, and device was powered off. Between 0415 and 0422, device was powered on using batteries twice, powered off once, and delivery was started. At 1200, new day (B)(6) 2013, alarm occurred. At 0139, delivery was stopped, a check cassette alarm occurred and silence key was pressed twice. At 0204, a cassette was inserted and delivery was started. At 1200, new day (B)(6) 2013, alarm occurred. At 0146, a check cassette alarm occurred and delivery was stopped. At 0202, a cassette inserted indicated and delivery was started. At 1200, new day (B)(6) 2013, alarm occurred. Between 0139 and 0209, delivery was stopped, a check cassette alarm occurred, alarm was silenced 6 times, a cassette inserted indicated and delivery was started. At 1200, new day (B)(6) 2013, alarm occurred. Between 0145 and 0208, delivery was stopped, a check cassette alarm and cassette inserted indicated, delivery was started and a distal occlusion alarm occurred. The device continued in use until (B)(6) 2013 at 0423, when delivery was stopped and the device was powered off. This report represents all the information known by the reported upon query by hospira personnel.